Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical sl0 sheath. Lasso catheter. Carto 3 system. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and a pigtail drain. During ablation phase, the patient became hypotensive, and decreased cardiac motion and a tamponade were confirmed via fluoroscopy. Pericardiocentesis was performed under trans-esophageal echocardiogram guidance and a pigtail drain was inserted. Remainder of procedure was aborted. Patient was transferred to the coronary care unit in stable condition for monitoring. Patient required extended hospitalization as a result of this adverse event. Patient outcome is improved. Factors cited that may have contributed to the adverse event include that the pouch was anterior to the roof near the origin of the right superior pulmonary vein. Physician's opinion regarding the causality of the adverse event is that it was procedure-related. It was noted that the fast anatomical map revealed that the catheter was outside of the chamber. It was determined that the catheter had perforated an anterior pouch in the anterior-superior portion of the left atrium. The tamponade was discovered one hour later. Sheath used was a st. Jude medical sl0. Generator parameters were not provided as no ablation was performed at the site of injury. Irrigated catheter flow was set at 2ml/min during mapping. Patient received anticoagulants during the procedure with activated clotting times maintained between 300-350 seconds. Smarttouch catheter was not zeroed after the initial warm-up phase post-connection to the carto 3 system. Carto did indicate to re-zero the catheter. There were no error messages reported on any bwi equipment during the procedure. There were no complaints of catheter malfunction during the procedure.